Manufacturer narrative:
Implant regio 36 fractured. Construction was a single crown on the implant. Bone loss and implant instability caused by patient related periimplantitis is documented. Material analysis concluded mechanical overloading of the implant.

Event description:
Implant fracture.

Event description:
Implant fracture.